Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument, (lot #unknown) author: hai minh pham, md title: feasibility, safety and oncological short-term outcome of laparoscopic pancreaticoduodenectomy for periampullary cancer - findings from a large sample from vietnam source: http://dx.doi.org/10.1097/md.0000000000037769 publication date: 8 march 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study aimed to evaluate short-term outcomes of laparoscopic pancreaticoduodenectomy in treatment of periampullary cancer between february 2017 and january 2022. Ligasure or a competitor device were the main surgical energy devices used. Unspecified staplers were used for duodenectomy, antrectomy and gastrojejunostomy. Other anastomoses were performed using suture. There were 70 patients in the study and complications included intraoperative bleeding which five patients (7.1%) required conversion to open surgery and blood transfusion due to two patients had portal annular pancreas, two patients had severe adhesion due to chronic pancreatitis, and one patient had major bleeding because of tearing the posterior wall of the portal vein during lymphadenectomy. Postoperatively, three patients had bleeding which requires reoperation due to pancreatic fistula and necrotizing pancreatitis, and postoperative hospital stay.